Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps displayed system error 222 (kwikpeg task starved) during patient infusions of precedex, heparin, and zosyn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.